Manufacturer narrative:
Batch review performed on 08 october 2021: lot 155814: (B)(4) items manufactured and released on 23-feb-2016. Expiration date: 2021-feb-01. No anomalies found related to the problem. To date, all items of the same lot have been sold without a similar reported event since 2017. Additional component involved: stem: amistem h 01.18.136 ha coated std stem size 6 (k093944) lot. 164614. Lot 164614: (B)(4) items manufactured and released on 9-nov-2016. Expiration date: 2021-oct-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event since 2017.

Event description:
At 4 years and 7 months after the primary surgery the patient came in reporting pain due to aseptic loosening of the acetabular and femoral components and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.